Manufacturer narrative:
Investigation summary on 04/13/2026: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the during a chemotherapy infusion, the nurse taking care of the patient inspected the infusion line and observed drops leaking from the filter above the drip chamber. The chemotherapy infusion had been active for over 20 hours when the leak developed. The medication being administered at the time was a combination of doxorubicin, etoposide, and vincristine. There was a delay in completing the full course of treatment for the patient. The original infusion bag was stopped, and a new bag was compounded. The total delay time was approximately five hours. Due to the nature of the drug, the leak was contained and the sample was disposed of appropriately based on hospital policy. There was patient involvement but no harm.